Event description:
It was reported that balloon rupture occurred. A 3.00mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during inflation at 16 atmospheres, the balloon ruptured. The device was removed without any problem, and the procedure was completed with a different device. No patient complications nor injuries were reported, and the patient was in good condition post-procedure.

Manufacturer narrative:
Device evaluated by MFR.: nc emerge mr, ous 3.00mm x 12mm from catheter was returned for analysis. Visual, tactile and microscopic analysis was performed on the device. A visual examination of the hypotube shaft identified no issues. A visual inspection of the outer and inner lumen and tactile examination of the entire extrusion found no issues. A detailed microscopic examination of the balloon identified a longitudinal tear 1.2m long along the length of the balloon material. A microscopic examination of the proximal and distal markerbands identified no damage. A microscopic examination of the tip showed no signs of tip damage.

Event description:
It was reported that balloon rupture occurred. A 3.00mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during inflation at 16 atmospheres, the balloon ruptured. The device was removed without any problem, and the procedure was completed with a different device. No patient complications nor injuries were reported, and the patient was in good condition post-procedure.